Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v399806, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient had their devices removed because of an infection. No device malfunctions were reported and patient status is unknown at the time of this report. There were no further complication reported or anticipated.